Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a preface® guiding sheath with multipurpose curve and the brim cap became detached. During procedure, the brim cap became detached while manipulating the catheter. There was no patient consequence. The procedure was continued and completed successfully by exchanging the sheath. Due to the potential risk to the patient for this type of issue, it was determined for this complaint to be reportable.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on february 3, 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference# (B)(4).